Event description:
It was reported that thrombosis and a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. On (B)(6) 2021, the patient presented to the emergency room with a "small stroke". The patient presented with facial droop and speech difficulty. The patient was on xarelto and aspirin at the time of the event. A computed tomography (CT) scan was performed and no obvious source for stroke was found. However, suspicion on thrombus was a concern. The stroke was determined to be small, focal, and ischemic per magnetic resonance imaging (MRI) scan. The patient's symptoms did not resolve completely but the patient was discharged to home on (B)(6) 2021 with no further interventions performed.

Manufacturer narrative:
B5: updated.

Event description:
It was reported that thrombosis and a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. On (B)(6) 2021, the patient presented to the emergency room with a "small stroke". The patient presented with facial droop and speech difficulty. The patient was on xarelto and aspirin at the time of the event. A computed tomography (CT) scan was performed and no obvious source for stroke was found. However, suspicion on thrombus was a concern. The stroke was determined to be small, focal, and ischemic per magnetic resonance imaging (MRI) scan. The patient's symptoms did not resolve completely but the patient was discharged to home on 07feb2021 with no further interventions performed. It was further reported the device size used was a 20mm and not a 27mm.